Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an issue with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up information received on 12/1/2015: the patient reports a blood glucose value of 505 mg/dl on (B)(6) 2015. Symptoms included dizziness, shortness of breath, dizziness, fruity breath odor, blurred vision, polydipsia and polyuria. Patient sought medical advice via phone and treated with insulin via injection. Patient has discontinued pump therapy. This complaint is being updated to report the hyperglycemic event.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 01/06/2016: the device was returned to animas and evaluated by product analysis on 12/17/2015 with the following results. No defect was found. The product delivers within specification, unable to duplicate ¿inaccurate delivery¿ complaint. Last basal delivery was on (B)(6) 2015 @ 2:01pm prior an unacknowledged ¿144¿ alarm for 23hr. Tdd add up and reflect the programmed basal rate target. ¿ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr duration test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.